Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements, measuring greater than 3000 ohms and had received a red alert. Technical service reviewed the presenting and stated that there was a non-physiologic noise on the rv rate sense that was not being over sensed because the rv fixed sensitivity was programmed at 5.0mv. It was recommended to have seen the patient in the clinic for further evaluation. The patient was evaluated and found that there was rv lead fracture, noisy signals and loss of capture. Fluoroscopy was performed to confirm these issues. Subsequently, this lead was surgically abandoned, and an attempt was made to retract the helix, however it would not retract, and a new rv lead was successfully implanted. No additional patient adverse effects were reported.